Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. Cause of peritonitis was not reported. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. The patient has not recovered. The following information was received on (B)(6) 2012. The nurse (rn) could not confirm the peritonitis or hospitalization. The rn was unaware of any peritonitis or recent hospitalization. No further information was provided.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot number: gd892554. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. This is report 2 of 4 involved in this event.